Event description:
Dr (B)(6) reported that the evolution stents are likely to migrate lately in general. No specific case or complaint. No direct action taken. No adverse effects to a pt have been reported as occurring. The user has confirmed that specific event details will be recorded in the future.

Manufacturer narrative:
The specific rpn is unk however info received confirmed the device involved in this event to be an evolution stent. Metal stent/set (evolution) devices are currently marketed in the us. Therefore FDA MDR reporting requirements applicable. Incident meets reporting criteria of an FDA MDR report based on the reporting precedence for this product family for 'stent migration' - no adverse effects to a pt have been reported. Possible common device names: esw, mum, mqr, fge. Possible PMA/510 (k): k080359, k101530, k113510, k121430. This is a general complaint in relation to evolution devices. There was no specific lot or rpn given. Therefore a document based investigation was carried out. As there was no specific device involved in this complaint and no device was returned for eval, the cause of the complaint could not be conclusively determined. The customer complaint could be confirmed based on customer testimony. As per the instructions for use, ifu0090-2, migration is a known potential adverse event associated with evolution devices. A review of the relevant mfg records in relation to this complaint could not be performed as a specific rpn or lot number was not provided. Prior to distribution all evolution devices are subjected to 100% visual inspection and functional check to ensure device integrity. Complaints of this nature will continue to be monitored for potential emerging trends.